Event description:
It was reported that the affected savina 300 generated red alarm, device failure, error code 93.0002 during use. Exchange to the standby equipment immediately and contact the equipment section for maintenance in a timely manner. The initial logfile analysis had shown one warmstart of the affected device at the reported time of event. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected savina 300 generated red alarm, device failure, error code 93.0002 during use. Exchange to the standby equipment immediately and contact the equipment section for maintenance in a timely manner. The initial logfile analysis had shown one warmstart of the affected device at the reported time of event. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected savina 300 with serial no. (B)(6), manufactured in 03/2015. Onsite a service technician downloaded the logfile and confirmed the reported error code. Based on the log file it could be confirmed that the device performed restart on the reported date of event. The error code logged at that time reveals that the root cause was a temporary deviation in a software routine which was solved by the restart. The technician tested the device according to manufacturer specs without further deviations. In addition, the system software was updated from 4.20 to 5.0. The device reacted as specified to the detected deviation by performing a software-controlled restart. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.